Event description:
The implant failed due to infection and poor oral hygiene. The implant was placed at #17 and removed after 1 month. Traditional 2 stage surgery, poor oral hygiene, good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.